Event description:
It was reported by the aci sales professional that a female pt underwent a diagnostic coronary procedure on (B)(6) 2012. Access was obtained at the common femoral artery via a 6f st jude ultimum sheath. A pre-procedure femoral angiogram revealed presence of pvd/calcium in the vicinity of the puncture site. Post procedure, the deployer who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the balloon lost pressure during pull back towards the tip of the sheath (1st stop). The deployer removed the device and since access was not lost, the deployer prepped and deployed a second mynxgrip vascular closure device 6f/7f. The second device balloon also lost pressure during pull back towards the tip of the sheath (1st stop). The deployer removed the second device and converted the pt to 20 minutes of manual compression. Hemostasis was successfully achieved. The pt was ambulated and discharged to home the same day, with no reported clinical sequela. No further info was provided.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the info provided and no returned device for physical investigation, the reported event could not be confirmed. The review of the lhr (lot f1207401) indicated that the device lot met all established performance criteria prior to shipment. See medwatch report # 3004939290-2012-00117 for the first device.